Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the unit has no voltage. The reported event of an intermittent out of range was not confirmed due to the transmitter batter having no voltage and there was no data to review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on(B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient stated that their receiver is connected. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information, event problem and evaluation codes - additional.

Event description:
The receiver data log was reviewed. The complaint of a loss of connection was confirmed. A root cause could not be determined.